Event description:
It is reported that during surgery in early 2009, the surgeon had prepared the canal for a size 12 mm tm humeral stem and then inserted an 11 mm tm humeral stem. It was noted that the proximal preparation should be the same between the 11 and 12 mm stems and this procedure follows our new alternate technique. The 11 mm tm humeral stem fell right in as if there was no press-fit so the surgeon requested a 12 mm tm humeral stem. The 12 mm tm humeral stem became stuck and could not seat fully and the surgeon didn't want to try to get it down further and risk fracturing the humerus, so he reamed the distal canal for a size 13 mm. Then he inserted a size 13 mm b/f stem and this stem got stuck (note the proximal prep is still prepared for a 12 mm tm humeral). The surgeon reamed the distal canal again to a size 14 mm and then inserted a 14 mm b/f stem and this finally sat flush to the bone.

Manufacturer narrative:
This report will be amended when our investigation is complete.